Event description:
The manufacturer received info alleging a ventilator shut down during use. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer's complaint was confirmed. The ventilator's power supply pca was replaced to address this issue.